Event description:
It was reported that the nurse stopped therapy because the patient was below target temperature and the water was cold. Mis had nurse resume therapy, patient temperature was 35.1, target temperature was 36.1c, water temperature was 15c, flow rate was 2.4lpm. Mis checked system diagnostics outlet monitor temperature (t1) was 26.3c, outlet control temperature (t2) was 25.6c, inlet temperature (t3) was 24.7c, chiller temperature (t4) was 6.1c, inlet pressure was -7.0 psi, circulation pump command was 69, mixing pump command was 0, heater command was 100, water reservoir level was 5, system hour was 3045, pump hour was 2500. Mis walked caller through draining 500ml from right drain port. Water temperature up to 30c and rising by end of call. Mis advised that the device would slowly warm the patient to target temperature. Nurse will call back if they have any additional questions.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is chloramine-t not added to water because user is not aware that chloramine-t is needed. However this cannot be confirmed. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: "fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun® temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution contact customer service to order internal cleaning solution. To replenish the internal cleaning solution: 1) drain the reservoir. ¿ turn control module power off. ¿ attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. ¿ from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿ the fill reservoir screen will appear. Follow the directions on the screen. ¿ add one vial of arctic sun® temperature management system cleaning solution to the first bottle of sterile water. ¿ the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. ¿ when the fill reservoir process is complete, the screen will close." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stopped therapy because the patient was below target temperature and the water was cold. Mis had nurse resume therapy, patient temperature was 35.1, target temperature was 36.1c, water temperature was 15c, flow rate was 2.4lpm. Mis checked system diagnostics outlet monitor temperature (t1) was 26.3c, outlet control temperature (t2) was 25.6c, inlet temperature (t3) was 24.7c, chiller temperature (t4) was 6.1c, inlet pressure was -7.0 psi, circulation pump command was 69, mixing pump command was 0, heater command was 100, water reservoir level was 5, system hour was 3045, pump hour was 2500. Mis walked caller through draining 500ml from right drain port. Water temperature up to 30c and rising by end of call. Mis advised that the device would slowly warm the patient to target temperature. Nurse will call back if they have any additional questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.